Manufacturer narrative:
During a breast augmentation, the pt suffered a small tissue burn from the cautery device. The initial report indicated a fire occurred but upon further questioning with the facility, they stated they could not confirm that report. The area was excised during the procedure and no further intervention was required. The sample was returned and evaluated. Blood and fluid were found on the pencil and tip. The top of the pencil was burned where the tip is inserted. The pencil and tip were tested with a chicken breast on cut and coag modes with a generator setting of 30/30 and 50/50. The device functioned as intended and no sparks occurred. The facility reported that the device did not come in contact with any metal instruments and they believed the tip was adequately seated on the pencil during use. During testing, if the tip was not adequately seated, a spark could be seen. A root cause was not determined but we cannot rule out user error as the contributing factor. Evaluation of the returned sample did not identify any defect or abnormality during use.

Event description:
During a breast augmentation, the pt suffered a burn from the cautery device.